Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 378-379 mg/dl; cause was due to a blockage in the tubing. Reportedly, customer performed a supply change to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.